Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator (epg) would only stay on for seven seconds when performing a battery removal test. It was verified that the test was performed correctly. The caller was advised to discontinue the use of the epg. There was no patient involvement.